Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the device. Once the device is received and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the physician could not detach the implant coil with the instant detacher. After two failed attempts with the instant detacher, the physician attempted to detach the implant coil with the manual detachment method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The coil was able to be detached with one attempt of the manual method and it was successfully implanted in the patient. No patient injury was reported as a result of the procedure. The patient was undergoing embolization treatment of a ruptured amorphous aneurysm measuring 10mm x 7mm located in the right posterior communication artery. The patient¿s vasculature was severe in tortuosity and the blood flow was low. The reported device and ancillary devices were reported to have been prepared as indicated in the instructions for use. There are no images for review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.